Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds and sensing noise. The patient performed a series of isometrics and the device nurse pressed around the pocket and the noise at that point was not reproducible. The patient explained that they are active and was then asked to perform some of the normal activity movements, which then reproduced some noise on all channels. Programming changes were performed. The patient was in stable condition.